Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 627 mg/dl. Troubleshooting was performed, and the bolus wizard settings were found to be programmed correctly. However, the customer was missing a basal rate from 5:30 am to 11:00 am. Assisted the customer in programming the basal rate for that time. The customer stated that she would be calling back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.